Event description:
It is reported that the pulsavac plus wound debridement system shower spray kit was missing the blue "collar" or "clip" that holds the high capacity shower spray tip on. This was noticed during surgery, where the tip of the device kept falling off and had to be held on by the surgeon. At the time the tip detached from the handpiece, it fell off into the surgical field inside the wound. The tip was manually retrieved by manual exploration of the wound. It was further reported that room staff was protected by personal protective equipment including full surgical gowns with a hood, which allowed them not to come into contact with the irrigation fluid when it sprayed. It was noted that the circulating nurse, certified registered nurse anesthetist was not wearing full personal protective equipment but was not in reach of the spray. There was no harm to the pt or user identified and the procedure was completed using an alternate device.

Manufacturer narrative:
A review of the mfg records was performed and identified no related nonconformance during MFR. Although the specific device involved in the reported event was not returned to the MFR, the cause of the complaint was contributed to the press fit tip locking mechanism on the pulsavac plus. A design change has been implemented to address this issue.